Event description:
It was reported the patient presented to the emergency department. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) was responsible for post-paced t-wave oversensing and functional loss of capture. Programming changes were implemented. The patient was in stable condition.